Event description:
It was reported that the user¿s dexcom g7 sensor was displaying glucose readings in the dexcom app but was not connecting to the ilet during setup; the agent verified and re-entered the pairing code, after which the sensor reconnected and the user completed setup by entering weight and activating bionic mode. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor-to-ilet communication with no alerts or alarms and completion of setup. Investigation included guided troubleshooting and user education focused on sensor pairing verification and reconnection steps. Investigation of this case revealed a transient communication issue between the cgm and the ilet that resolved after re-entering the pairing code, consistent with a temporary connectivity interruption without device component failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption resolved through standard troubleshooting.